Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of light flickering was not confirmed. In addition to evaluation , locking mechanism of the video connector was worn out. Output socket was worn out. Light connection was worn out. Lamp harness was discolored. The old version of led (light emitting diode) connection cables was installed. The front cover was cracked. The top cover was deformed. Rear panel was deformed. The chassis was deformed. Because the rear fan had a crack, an unusual noise was heard. Noise damping of the pump was damaged, hose was severed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A customer reported to olympus, the video system center light flickers. The error reappeared again since the beginning of this year with different devices. There was no report of patient harm associated with this event. During incoming inspection, it was determined due to deterioration of video connector socket the endoscope cable could not be connected. Also, there was no image available due to cracks in the video connector socket case. This medwatch is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.

Event description:
Additional information was provided regarding this event. The event occurred during a diagnostic gastroscopy/colonoscopy. The procedure was completed successfully. There was prolongation of procedure, but it was not a significant delay. Propofol was used to maintain the anesthesia. There was no report of medical intervention or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the deteriorated video connector socket. Olympus will continue to monitor field performance for this device.